Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 82 mg/dl. The customer alleged the insulin pump was under delivering insulin due to around blood glucose 300 mg/dl. Customer had symptoms such as vomiting and dizziness. Customer was treated with insulin pump and manual injection. Customer performed high pressure test and the test failed. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.